Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/27/2015, electrode belt: 3/14/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021. The circumstances surrounding the patient's passing are not known. Review of the patient's download data revealed that prior to passing, the patient experienced three appropriate treatments from the lifevest. At 1:13:21, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole with pacing artifact. At 1:16:10, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 100 bpm, and the post- shock rhythm was vt at 100 bpm with pacing artifact. At 1:19:06, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with pacing artifact, and the post-shock rhythm was asystole with pacing artifact. At 1:19:22, the patient's rhythm was vt at 100 bpm. The electrode belt was disconnected at 1:20:45 and reconnected at 1:40:15. It is not known who disconnected and reconnected the belt. At 1:42:12, the patient's rhythm was vt at 100 bpm. At 1:42:25, the electrode belt was disconnected. It not known who disconnected the electrode belt. The response buttons not pressed during the event. Reporting this event out of an abundance of caution due to the post-shock asystole on the date of passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.